Event description:
Additional information received from the manufacturer's representative reported that they met with the patient where one physician recharge mode (prm) procedure was completed. They were then able to then recharge normally. The patient was considering a prime cell model ins as a replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v087154, implanted: (B)(6) 2008, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) that they had not used their device for more than two years. The patient was receiving effective coverage of their low back until they stopped using it. Relevant medical history includes post-laminectomy pain. The reason they stopped using it was because they were having trouble keeping it charged and it wouldn't charge past 50%, and then she couldn't get it to charge at all and an overdischarge occurred. The patient was considering replacement. The rep. Met with the patient while they were seeing a healthcare provider (hcp) but the rep. Was unable to read or interrogate the device since it was in overdischarge so they were unsure if the leads were good. The hcp discussed the patient's potential options including: explant, replacement, or nothing. The patient was going to consider these options and let the hcp know. No actions or interventions were taken at this time and the issue was not resolved. No surgical intervention had taken place at the current time and it was unknown if it was planned. The rep. Would know more from the hcp on (B)(6).

Event description:
Additional information received from the manufacturing representative (rep) reported that they attempted to interrogate the device with a clinician programmer (cp) and a patient programmer (pp) without success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that the leads were checked under fluoroscopy and it is tripole. It was noted that the right lead appeared to have fallen right laterally. The rep stated that the device is unable to interrogate and is either od or at eos(B)(6) 2017. The patient's doctor discussed that the ins will be explanted and they will revisit the idea of reimplanting after an MRI. The patient has low back pain that sometimes shoots down their legs. It was noted that the patient can get by without the scs device. No further patient complications have been reported as a result of this event.